Event description:
On 10/26/2004, the pt contacted lifescan and reported that his one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting with the customer care rep, the pt had mentioned that the meter was previously set in the correct unit of measurement and that he had not recently changed the units of measure in the meter settings. Due to the results on his meter (results not provided), he took his oral medications before going to the emergency room. He did not receive any medical intervention or treatment there. Because the unit of measure switch appears to be a 'spontaneous occurrence' that is not caused by changing the battery of by a pt accidentally changing the settings, this case is being reported as a meter malfunction. There is no indication based on the info provided, that the pt suffered an injury due to the meter. There is no further clinical info provided. Replacement meter, test strips, and control solution were sent by the ccr.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.